Event description:
A review of service data detected a reportable event. During servicing of battery pack, which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last patient to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not powering up was due to a blown fuse. The cells were also defective. The battery pack was repaired, retested and restocked. The root cause of the blown fuse cannot be positively identified but was likely random component failure. The cause of the defective cells was due to the fuse being blown and not allowing the battery to charge and discharge properly. No adverse event resulted from the damaged battery pack. The last patient to use this battery pack did not report any problems.